Manufacturer narrative:
D9: date returned to mfg 1/15/2024. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the air detector was found non-functional. The root cause was unknown. The air detector was to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device has not been returned to manufacturer, g4, b3, d4: UDI unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it was air in the line. There was unknown patient involvement.